Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1208 , s/n#: (B)(4), and nitinol stent component as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1208) perceval heart valve at the time of manufacture and release. As the device remains implanted, no further investigation can be performed. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.

Manufacturer narrative:
Not explanted.

Event description:
A perceval valve was implanted on (B)(6) 2018. On (B)(6) 2018 the patient received a permanent pacemaker. The patient was in sinus rhythm prior to implant. It was stated that the patient did well post-operatively; however, surgery required av pacing, and on pod1 the patient still had evidence of complete heart block with p waves but no ventricular capture and no idioventricular rhythm for 6 seconds during pacemaker pause.